Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6721l-50 implantable tachy lead, (B)(6) 1995; 5866 adaptor (B)(6) 1995; 5069-35 x2, implantable pacing leads, (B)(6) 1995; 430 competitor implantable pacing lead, (B)(6) 1997; d154vwc implantable cardioverter defibrillator (ICD), (B)(6) 2008; c2tr01 implantable pacing lead, (B)(6) 2001; 1688t competitor implantable pacing lead, (B)(6) 2007; 4196-88 implantable pacing lead, (B)(6) 2011. (B)(4).

Event description:
The patient called and inquired about the epicardial patch leads implanted in 1995 reporting that the physician had stated that ¿the electrical impulses given off by the lead or the device that the implantable cardioverter defibrillator (ICD) affected the beats of the heart but was undetectable by echo or interrogation. He did say that it was sent to the heart they couldn't see it anywhere.¿follow up was conducted with the physician and it was reported that patient had both a pacemaker and an abdominal ICD. The patient was experiencing abdominal fullness and discomfort and the four ICD leads were no longer working well with high impedance so the decision was made to explant both devices and upgrade the patient to one pectoral device and to remove all of the abdominal ICD leads. No patient complications have been reported as a result of this event.